Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR tw 2918043 2518422-2023-02056. This report was submitted as a duplicate report of the previously submitted report.¿

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5113996). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black particles in heating chamber. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.